Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and battery failed alarm. Customer stated that they were able to clear the alarm and rewind the insulin pump. Customer also stated that insulin pump screen went black and appeared medtronic logo and pump error appeared again. Customer stated that they were unable to complete fill cannula recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring black. Customer returned device for an alleged pump error and failed battery test found on july 09, 2022. Device passed active current test; however, device did not pass sleep current measurement test and self test. Unable to perform displacement test due to constant pump error . Pump error was confirmed during self test. Unable to download to thumps. Unable to generate power management graph due to unable to download to thumps. Device was cut open to perform visual inspection and found evidence of physical or moisture damage on electrical board 1 and 2, force sensor, and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for pump error and failed battery test was unknown due to unable to download. Unable to download history files and traces confirmed. Problem isolated to electrical board 2. Device exposed to moisture confirmed at electrical board1 and 2, force sensor, and motor. Pump error was confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 3 and failed battery test found on (B)(6) 2022. Pump passed active current test; however, pump did not pass sleep current measurement test and self test. Unable to perform displacement test due to constant pump error 38. Pump error 75 was confirmed during self test. Unable to download to thumps. Unable to generate power management graph due to unable to download to thumps. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on pcba 1, pcba 2, force sensor, and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, corroded motor home switch, and minor scratches on lcd window.in summary, customer allegation for pump error 3 and failed battery test was unknown due to unable to download. Unable to download history files and traces confirmed. Problem isolated to pcba 2. Pump exposed to moisture confirmed at pcba 1, pcba 2, force sensor, and motor. Pump error 38 was confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 08-dec-2022